Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman laa closure device & delivery system (wds) were used. The was and pigtail were deep seated in the laa. Once the was positioned in the laa, the pigtail was removed and the wds was inserted into the was. The physician noted the initial engagement of the wds and was felt different than normal. The closure device was deployed into the laa. An effusion sweep was performed a pericardial effusion was noted on the posterior wall right after the deployment of the closure device. The closure device met the release criteria and was released. The patient was given protamine and a pericardiocentesis was performed in which approximately 500cc of blood was removed from the pericardial space. The pericardial drain was left in the patient overnight and removed the next day. A repeat transesophageal echocardiogram (tee) was done prior to discharge. The patient was discharged and is doing well.